Manufacturer narrative:
Sample returned to manufacturer, but investigation is incomplete at the time of this report. A follow-up report will be sent when completed.

Event description:
The event is reported as: the staples did form properly during surgery. No pt injury reported.